Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 300 mg/dl. It was stated that the customer was experiencing nausea, vomiting, and abdominal pain. Troubleshooting was performed. The time, date, programming, and settings were correct. It was stated that the tubing had air bubbles. Attempted to prime until the bubbles were out of tubing, but the customer did not have enough insulin and got no delivery alarm. Assisted the caller removing the reservoir to rewind/prime and the insulin did exit. Performed a high pressure test and passed. Instructed the caller to remove the cannula, and it was bent and occluded. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.